Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 92% stenosed, eccentric, de novo target lesion was located in the severely calcified and severely tortuous left circumflex artery. The lesion contained >= 90 degrees bend. A 6fr non bsc guide catheter was placed. After a 0.014 185cm guide wire crossed the lesion, a 3.5x20mm maverick balloon catheter was advanced for predilation. The percent stenosis of the lesion immediately after predilation was 62%. Then a 12 x 2.75mm promus premier¿ stent was advanced to the lesion but significant resistance was encountered. The device was removed and it was found out that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).